Event description:
It was reported that a patient presented for a magnetic resonance imaging (MRI) scan. Following the magnetic resonance imaging scan, the patient's implantable cardioverter defibrillator was found to be in back-up vvi mode. Defibrillation therapy was disable during the back-up vvi mode. Corrective programming changes were made to restore the device. When the device was scanned again, the device was found to be in back-up vi mode. Further intervention was not reported. The patient was stable throughout.